Event description:
The consumer was sitting in the chair and allegedly smelled something burning. The consumer's wife allegedly saw flames coming from the base of the chair. The consumer suffered smoke inhalation.

Manufacturer narrative:
Device is nearly 5 years old and no longer in warranty. Service and maintenance history is unknown. Consumer reportedly was sitting on the chair and smelled something burning. Electronic malfunction within the controller, including any debris that may result, are well contained within the metal enclosure of the device. No risk of shock is presented to the user. If there was an electronic component failure, some degree of smoking can occur, however, this is not an indication of sustained combustion. Malfunction has not been established. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse. Consumer reportedly was treated at the scene for smoke inhalation. MDR filed based on injury.